Event description:
Rptr has a severe latex allergy that has been acquired working for rptr's employer. Because employer doesn't acknowledge their allergy rptr is jobless and on assistance. Rptr has spent the past few years losing pay, has frequented the emergency room, and spent time in the ICU due to this allergy. Rptr has spent lots of money on medication, gained 60 lbs because of steroids, and has missed out on many activities in their children's lives. Rptr's allergy puts them into respiratory arrest with repeat exposure. At this time rptr cannot return to their career; their employer will not take responsibility or change the use of latex gloves, which are not needed, and rptr has lost hope in anyone helping them make up for their lost time, salary and benefits.